Manufacturer narrative:
H3, h6: the ndi camera polaris spectra, part number pfsr200027, serial (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The camera was connected to a navio system and the status led is solid, indicating a system error. The bump sensor was subsequently reset. An event log review was completed. The reported problem was confirmed. The event log confirmed the bump sensor was triggered. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The most likely cause is product mishandling. Refer to the navio IFU "setting up and positioning the navio¿ surgical system" and "transportation and storage of the navio¿ surgical system" for proper setup and transportation instructions. This failure mode is identified in the navio risk profile. This complaint from the united states reports that during the setup for a navio assisted tka surgery, the ndi camera polaris spectra had a bump sensor error. The procedure was completed, without delay, by changing to manual procedure. No patient injury or impact occurred as a consequence of this problem as the event occurred before the patient was under anesthesia. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
The ndi camera polaris spectra, part number pfsr200027, serial unk and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is potential electrical failure within camera. The navio surgical technique guide for knee arthroplasty provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿. The reported incident was assessed from a clinical/medical standpoint: the customer reported that there was no delay in the surgical procedure, and no patient injury or impact was reported. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a set up for a navio assisted tka surgery, the ndi camera polaris spectra had a bump sensor error. The procedure was completed, without delay, by changing to manual procedure. Patient was not harmed as consequence of this problem.